Manufacturer narrative:
No eval was performed as the product was not returned.

Event description:
Dcs plate was implanted on 4/10/97 for a non-union of the supracondylar/intracondylar femur fracture. Surgeon used iliac crest bone graft as well. Reportedly, this plate has broken. The plate has not been removed.